Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2020 and the mesh was implanted. The patient experienced urinary incontinence, erosion of the mesh in vagina and urethra and vaginal pain when sitting down. The patient is unable to have sexual intercourse. Excision of the mesh in urethra was performed on (B)(6) 2011.